Event description:
CPAP was giving off a chemical smell when I would use it. After days of using it I kept getting worse health issues. Could not breathe good, coughing and very weak. Could not walk 25 yards before running out of breath and very weak. I had to stop and rest all the time. After going off the CPAP (medicare notified me by email) I started to breathe a little better. However still coughing. After 6 mos the coughing has been better but still here. Breathing is bad in the mornings everyday. I still do not have a machine replacement yet. FDA safety report ID# (B)(4).